Event description:
Customer reported he was hospitalized due to low blood glucose of 20 mg/dl. Customer stated the doctor wants to bring his basal rated down to 15 instead of 26. Doctor was about to change rated but when he checked setting, they were not there. Customer stated the sensor had blood on it and stopped wearing it. Customer is not trained to use sensor. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.